Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was selected for implant using a 7f amplatzer torqvue delivery system. During the procedure, while implanting the device rook form of a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using a different 10mm amplatzer septal occluder. There was no clinically sisgnificant delay throughout the procedure and the patient remained hemodynamically stable throughout the procedure.